Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The customer¿s allegation was confirmed. Due to damage on charged coupled device unit, the image disappears during angulation in right/left directions. In addition, the following non-reportable malfunctions were found during device evaluation: bending section scratches and adhesion chip, and video connector crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported, the endoeye flex deflectable videoscope image disappears at image angle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors, or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ of the operator's manual: "[inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿ distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that endoscopic images are free from noise, blur, fog, or other irregularities during wli and nbi observation 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.